Manufacturer narrative:
H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a tiny black spot was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was identified on a minicap extended life pd transfer set. The pm was further described as "a small black spot was observed, when conducting the respective review it was evidenced that the cap was completely opaque, and when extending the line was seen to be inside the tube inside the stains". The pm was discovered prior to patient use during preparation of the device in the surgery room. There was no patient involvement. No additional information is available.